Event description:
A report was received that the patient was not able to charge the ipg and was experiencing communication difficulty between the remote control and the ipg. It was believed that there was ipg malfunction. The patient underwent an ipg replacement and was doing well following the procedure.

Event description:
A report was received that the patient was not able to charge the ipg and was experiencing communication difficulty between the remote control and the ipg. It was believed that there was ipg malfunction. The patient underwent an ipg replacement and was doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, and photographic imaging tests performed. The complaint of difficulty charging was confirmed. Internal visual inspection revealed melted battery insulation, which was a result of an internal battery short. Prior to this the device exhibited normal charging and discharging characteristics.